Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile programmer application generated a diagnostic error message indicating that internet access was required and an additional message indicating that communication failed upon launch. It was noted that the remote monitoring application generated a message indicating that an update was required. It was further noted that the mobile programmer application was inadvertently launched instead of the intended remote monitoring application. Troubleshooting steps were taken to include connecting the host tablet to the internet followed by performing an update to the remote monitoring application which resolved the issues. Additional troubleshooting was advised to utilize the remote monitoring application. There was no patient involvement. Application version:4.4.2 host tablet os version: 26.1.